Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue during an insulin glucose tolerance test (gtt) infusion in the intensive care unit. The nurse was titrating the insulin but the blood sugars remained high. At 16units/hour the intravenous tubing was manipulated by unloading/loading. After this, the patient's blood sugars came down and the gtt was titrated down to 2 units/hour and then off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.